Manufacturer narrative:
(B)(4). PMA/510k #: pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
On 30apr2019 pentax medical (B)(4) reported, a "brand new endoscope contaminated with 20 cfu (colony-forming units)" of listeria monocytogenes and staphylococcus warneri, involving pentax medical video colonoscope model ec38-i10f2, serial number (B)(4). The contamination had been detected before use." The sampling was cultured, and results from (B)(6) 2019 are as follows: 8 cfu/100ml, 12 cfu/endoscope, bacteria identified: listeria monocytogenes and staphylococcus warneri. Pentax medical received additional sampling results on (B)(6) 2019. They are as follows: 1 cfu/100ml, 1 cfu/endoscope, bacteria identified: comamonas testosteroni. After having been resampled and cultured, the results have met the acceptance criteria for reculturing with less than 10 colony forming units(cfu) of low/moderate concern bacteria.